Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the reported event. The device's probe unit broke off at the end of the procedure. The device, equipment and connections were inspected prior to use with no anomalies observed. There was nothing unusual phenomenon noted during the procedure. There was no unexpected bleeding to the patient. No other equipment was replaced. No medical or surgical intervention was required and the patient did not require a longer stay or additional treatment. The procedure was delayed 5 minutes. The patient was discharged home on the day of surgery, as planned. The patient did not have any pre-existing conditions.

Manufacturer narrative:
Insufficient information was provided as multiple follow ups were made to obtain additional information from the user facility via telephone and in writing but no information was obtained. The device was not returned to olympus for evaluation. Based on similar complaints, the most probable cause of the reported event could be attributed to unintended operational error as the IFU provides warnings to mitigate the risk of a device malfunction and patient/user injury. It states: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿

Event description:
Olympus was informed that during a procedure, a probe damage error occurred and then the probe at the distal end broke off the device and fell inside the patient after several activations. The broken probe piece was successfully retrieved from inside the patient. The user facility used different equipment to complete the procedure. There was no patient injury reported.